Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision. It was noted that pocket site was clean up. No device malfunction was suspected. The patient was doing well post operatively.

Event description:
A report was received that the patient's ipg was uncomfortable. The patient will undergo an ipg revision procedure.

Event description:
A report was received that the patient's ipg was uncomfortable. The patient will undergo an ipg revision procedure.